Event description:
The complainant has reported that a pt underwent a therapeutic ercp (date unk). It was reported that during the procedure, the "hydrophilic tip shredded and it did not feel right coming out of the pt, dr was pulling out by the thread". Additionally, it was reported that all the wire was removed and upon removal, the shredding was found to be around the tip. The procedure was completed with another device. There was no reported complication or ill effect sustained by the pt.

Manufacturer narrative:
This device has not been received by this MFR. An eval has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specs. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.